Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had frozen display and trace pointers are invalid pump error alarm as well as return arrow button was not working. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported the time clock did not advanced. Customer reported the screen was not completely blank. Alarm occurred after the time that the buttons were not responding. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that self-test was passed. Customer stated the insulin pump was exposed to moisture. Customer stated an alarm was in progress at the time the button was unresponsive. The device will not be returned for analysis.